Event description:
It was reported that the device had a battery charging problem - it would not charge. No patient injury reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown; no additional information was received. The product was returned for evaluation. Visual inspection showed that bottom case seal was removed, the pllunger case seal was intact, top and bottom cases are in excellent condition. No visible contamination. The event history log (ehl) review showed depleted battery was caused by the power supply not charging the battery. The reported problem was duplicated. The power supply board was inspected and showed no damage or contamination. Cause of the problem could not be determine. The power supply board, power receptacle seal, battery and battery door were replaced and this time, the power up process and functional test were successful. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).